Event description:
The report received from the field indicated that during an interventional procedure while using a kissing stent technique to treat the common iliac, the left side of the precise genesis 8 x 24 mm stent fractured upon deployment and broke in half. The patient was reported to be in good condition. No additional information is available at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.